Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and onto the floor. There was some fluid on the outside of the cassette itself. Patient was able to complete the treatment and had no adverse effects. Sample has not been returned to the manufacturer at this time.